Manufacturer narrative:
(B)(4). Medical device: batch unknown. A manufacturing record evaluation was performed for the finished device and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a prostatectomy procedure, the gun cut but failed to staple. There was no delay in the procedure. Another device was opened to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch: p55y68. Investigation summary: the analysis results found that the ats45 device was received with no apparent damaged and with a tr45w cartridge loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut without any difficulties, the staple line was complete, the cut line was complete and the staples meet the staple form release criteria. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.